Manufacturer narrative:
Performing a 3 point tracer allowed a successful registration. Software is functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that site was having difficulty being able to use the tracer registration. The scan being used had coronal slices. The nurse was unable to center the 3d model and get the patient tracker centered on the forehead at the same time. Either the tracker would show off to the side, or the patient's head would move to face the right or left. They tried 3 point tracer to try and orient the scan correctly. They were then able to proceed with tracer after a few more tries. The surgeon checked accuracy after the trace, and it was accurate. This occurred pre-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.